Event description:
It has been reported that the device will not power up.

Manufacturer narrative:
Updated conclusion code grid. Updated reporting institution information.

Manufacturer narrative:
Updated conclusion code grid.